Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n147112010, implanted: (B)(6) 2008. Product type: catheter. (B)(4). Analysis of the pump revealed an anomaly with the pump¿s motor gear train. Corrosion/wear/lubrication was seen and the stall was the result of shaft-bearing.

Event description:
It was reported that the patient was refilled on august 6, 2013 and reported that the pump had started beeping on (B)(6) 2013. At first the beep was a 2-toned alarm and then the patient heard a triple beep. The alarm had not been confirmed by telemetry at this point. Troubleshooting was limited due to the lack of access to the patient as the patient was over an hour away and the health care provider was on vacation until (B)(6) 2013. The patient was reported to be ¿miserable¿ and going through withdrawals. The elective replacement indicator (eri) was 22 months. This device system delivered bupivacaine and morphine. It was reported that the patient experienced flu-like symptoms; nausea, pain, and sweating/diaphoresis. In addition, the patient had also withdrawal and underdose symptoms; uncontrolled pain and less than 50% therapy relief. A critical motor stall had occurred and did not recover. This issue was reported as not resolved. However, as of (B)(6) 2013 the patient was stable and doing well with alternative methods of pain control. The plan was to further discuss the plan for the patient on (B)(6) 2013 and likely to explant and replace the pump. Diagnostic/troubleshooting was reported as checking the pump logs. This pump delivered morphine. Additional information has been requested. It was further reported that the troubleshooting was thought to all have come from the logs and the action was pump replacement on 08/20/2013. It was unknown the patient¿s condition post replacement. Lastly, the patient was confirmed to be doing well and had effective therapy at this time post replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8711, lot# n147112010, implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had thoughts of harming themselves and others. It was noted the patient's pump had a motor stall and the patient with through withdrawals. It was noted the alarm system was bad because the pump started to alarm and the patient thought it was a vehicle outside the house backing up.